Event description:
It was reported that the patient faced six infusion sets were untapped due to perspiration, water exposure event on 19 mar 2026.

Manufacturer narrative:
MDR . / initial 3 of 6. E1: patient city: (B)(6). Patient country: spain, name: medtronic minimed address: 18000 devonshire street city: northridge state: california zip: code 91325. Based on the available information, this event is deemed to be a malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.